Event description:
Follow-up information indicated relocating the implantable neurostimulator (ins) resolved the discomfort.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) experienced discomfort at the implantable neurostimulator (ins) implant site due to its location. Surgical intervention was undertaken on (B)(6) 2017 and the ins was relocated.